Event description:
Surgeon stated that on the last four endoscopic brow lifts he performed using bioglue for brow fixation, applied between the skull and periosteum, he reportedly observed the appearance of sterile abscesses requiring aspiration. All four aspirated samples were cultured with negative results. Surgeon reported that he performed about 100 similar procedures successfully with bioglue and noticed similar results only during the first two cases, but those instances resolved within a few weeks. Surgeon reports that he anticipates these cases will also resolve, but expressed concern because of the gap between the occurrences and inquired about the specific lot. Surgeon reported that all four pts received keflex (cephalixan), tid for one week following surgery. He also noted that he operated on all four pts with two separate fellows assisting.